Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 6.8, retest inratio: 7.0, lab: 3.5. Pt's target therapeutic range is 2.0-3.0. Pt's results with a new strip lot on (B)(6) 2011 were the same as the lab.

Manufacturer narrative:
Investigation pending.